Event description:
Per dealer, on the lnx actuator, the actual actuator cracked and the piston fell out, dealer is stating that it looks like physical damage, looks as if the legs were extended and ran into something.